Event description:
It was reported that on (B)(6) 2021 a 21mm epic¿ supra valve (aortic) was implanted in a patient. In (B)(6) 2022 on an unknown date, the flow velocity was 3.4m/s at follow-up examination, no subjective symptoms. (B)(6) 2022 on an unknown date, follow-up examination showed flow velocity 4m/s, aortic regurgitation (ar) trace, no subjective symptoms. Warfarin was taken orally for 3 months. The mean pressure gradient was 46 mmhg and the peak was 70 mmhg. On (B)(6) 2023 the device was explanted and a non-abbott device was implanted as a replacement. Thrombosis was observed on the rcc and ncc outflow surfaces of the explanted valve and pannus was observed on the lcc inflow surface (below the cuff). In addition, thrombosis-induced valve cusp mobility. Patient stable.

Manufacturer narrative:
The investigation is not yet complete. A follow up report will be provided with all additional relevant information.

Manufacturer narrative:
Explant of the valve due to stenosis was reported. The investigation found that an outflow thrombus was present on cusp 2 and cusp 3. The sewing cuff is intact. There is minimal pannus formation which does not extend onto the cusp tissue. No acute inflammation or significant calcifications was present on the valve. Two pictures were received from the field, which appeared to show the explanted valve and a white tissue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. The thrombus found on the valve could have contributed to the reported stenosis.

Event description:
It was reported that on (B)(6) 2021 a 21mm epic¿ supra valve (aortic) was implanted in a patient. In (B)(6) 2022 on an unknown date, the flow velocity was 3.4m/s at follow-up examination, no subjective symptoms. November 2022 on an unknown date, follow-up examination showed flow velocity 4m/s, aortic regurgitation (ar) trace, no subjective symptoms. Warfarin was taken orally for 3 months with the following international normalized ratio (inr) flow 2. 5m/s, peak gradient (pg) 25/ 13mmhg 10 days after inr 1. 63 1month after inr 2. 8 2 months after inr 1. 14 2. 5 months after flow 2. 9 m/s, pg 34/ 22mmhg 3 months after inr 1. 45 4 months after flow 2. 6 pg mmhg. The mean pressure gradient was 46 mmhg and the peak was 70 mmhg. The patient have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. On (B)(6) 2023 the device was explanted and a non-abbott device was implanted as a replacement. Thrombosis was observed on the rcc and ncc outflow surfaces of the explanted valve and pannus was observed on the lcc inflow surface (below the cuff). In addition, thrombosis-induced valve cusp mobility. Patient stable.